Manufacturer narrative:
No additional information was received. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. One (1) photo was returned. The photo displayed a used device with evidence of catheter shear. Unfortunately, the photo taken of the complaint sample did not include magnified closed up views of the cannula and catheter bevel tips for evidence of mechanical witness marks or manufacturing damage or of the body and hook components for excess adhesive or manufacturing damage. The reported issue could not be confirmed as no product sample was received for evaluation. Root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. Initial reporter is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the catheter sheared during insertion. No patient injury was reported.